Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. Approximately 15 minutes into the therapy, the anchoring balloon had a pinhole leak. There were no alarms or error messages. The case was aborted because the physician felt the patient had received enough therapy. The physician placed a foley catheter in the patient's bladder. The patient suffered no complications and his condition was noted as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The (B) (4) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. (B) (6)(B) (4).